Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was set to infuse potassium phosphate (dose and rate not provided) for over 4 hours but was done in one hour. The event occurred in the pediatric intensive care unit. It was reported that the patient was monitored with no electrocardiogram changes noted. No additional information is available.